Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed increased pacing lead impedance. The patient was asymptomatic. The patient was brought back to the clinic and testing measured stable values. Isometrics and pocket manipulation testings did not detect noise. No further information is available.